Event description:
The customer reported that the o2 is leaking through the oxygen manifold when tanks are disconnected. It is unknown if the device was in use on patient and if there's any patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Manufacturer narrative:
Patient information was requested and the customer has not responded. Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.